Event description:
Account states during the removal process the device broke and part of the device remained in the pt. This required a visit to the or to have the remaining piece removed and resulted in a further 8 day stay in the hosp for the pt.